Manufacturer narrative:
Product event summary: a controller and pump with unknown serial numbers were not returned for evaluation. The reported event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root cause of the reported "no power" alarm not sounding event can be attributed to a faulty internal nimh battery. Per the instructions for use, cva is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: heartware ventricular assist system ¿ pump, model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk, UDI #: unk. Device available for evaluation: no. Mfg date: unk. Labeled for single use: yes. (B)(4). This event was reported in the q1 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized after being found unresponsive at home for an unknown period of time by a family member. The ventricular assist device (vad) was reported to not be on and the controller was not alarming or displaying anything. Emergency medical services indicated that the patient was breathing and had a pulse. Computerized tomography (CT) diagnosed an ischemic cerebrovascular accident (cva) resulting in altered mental status. Additionally, the patient experienced respiratory failure requiring intubation. The vad was not restarted due to concern of thrombosis and the patient subsequently died as a result of the cva. The controller was removed from service and the vad remains in the patient. No further details were reported as part of the event. This event was reported in the q1 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.